Manufacturer narrative:
The device is available for analysis but has not yet been received. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, during filter implantation, the gold marking band on the green solid pusher at the tip of the 55 cm optease vena cava filter detached and drifted out into the body. The filter was assembled in the usual standard way prior to releasing it.

Manufacturer narrative:
A product history record (phr) review of lot 18397296 revealed no anomalies or non-conformances during the manufacturing and inspection processes that could be associated with the event reported. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, during filter implantation, the gold marking band on the green solid pusher at the tip of the 55cm optease vena cava filter detached and drifted out into the body. No additional optease filter was used as a replacement. The filter was indicated for common femoral vein thrombosis. Pre- and post-procedural imaging was completed, although the size and shape of the vena cava were unknown. The vessel characteristics at the access site were unremarkable, with no signs of calcification or tortuosity. The filter was assembled in the usual standard way prior to releasing it. The product was stored and handled according to the instructions for use (IFU), with no damage observed prior to opening the package and no difficulty encountered during removal from sterile packaging. The device was prepped per the IFU without any issues. A 5f non-cordis catheter sheath was used during filter delivery. The filter was not subjected to any acute or sharp bends in the delivery tube, and the delivery sheath was not kinked at any point. No resistance was encountered during filter delivery through the sheath. The diameter of the inferior vena cava (ivc) was not measured prior to deployment, and it is unclear whether there was any difficulty pulling the csi back over the obturator. No issues were reported during filter delivery through the csi. The filter was not withdrawn at the time, and the complaint was unrelated to filter release or retrieval. No devices used during the retrieval attempt affected withdrawal, and it is unknown what concomitant devices were used. Neither the product nor any associated devices were resterilized. The product was discarded at site. A picture and two videos were received for review. The image shows two green vessel dilators. One is in packaging, and it has two marker bands. The other is not in the packaging and the distal marker band appears to be missing. One video shows a radiopaque object in the right lower abdominal-pelvic region. The second video demonstrates a linear radiopaque structure extending inferiorly through the lower lumbar region, consistent with an intravascular access component. A small radiopaque object is visualized separating from the proximal aspect of this component, suggestive of a detached radiopaque marker.

Manufacturer narrative:
As reported, during filter implantation, the gold marking band on the green solid pusher at the tip of the 55cm optease vena cava filter detached and drifted out into the body. No additional optease filter was used as a replacement. The filter was indicated for common femoral vein thrombosis. Pre- and post-procedural imaging was completed, although the size and shape of the vena cava were unknown. The vessel characteristics at the access site were unremarkable, with no signs of calcification or tortuosity. The filter was assembled in the usual standard way prior to releasing it. The product was stored and handled according to the instructions for use (IFU), with no damage observed prior to opening the package and no difficulty encountered during removal from sterile packaging. The device was prepped per the IFU without any issues. A 5f non-cordis catheter sheath introducer (csi) was used during filter delivery. The filter was not subjected to any acute or sharp bends in the delivery tube, and the delivery sheath was not kinked at any point. No resistance was encountered during filter delivery through the sheath. The diameter of the inferior vena cava (ivc) was not measured prior to deployment, and it is unclear whether there was any difficulty pulling the csi back over the obturator. No issues were reported during filter delivery through csi. The filter was not withdrawn at the time, and the complaint was unrelated to filter release or retrieval. No devices used during the retrieval attempt affected withdrawal, and it is unknown what concomitant devices were used. Neither the product nor any associated devices were resterilized. The product was discarded at site. For the green vascular dilator involved in complaint (B)(4), one image and two videos were provided by the customer. The image showed two green vascular dilators¿one inside its packaging with both marker bands intact, and one outside the packaging missing the distal marker band. In one video, a radiopaque object was visible in the lower right abdominopelvic region, while the second video revealed a linear radiopaque structure extending inferiorly through the lower lumbar region, consistent with an intravascular access device. A small radiopaque object was also seen separating from the proximal portion of this structure, suggesting it may correspond to the detached marker band. Visual analysis found that the distal marker band from the green vascular dilator is missing and likely corresponds to the small radiopaque object. The radiopaque structure was consistent with an intravascular access device from which the object appears to have separated. Evidence suggests the detachment occurred after packaging. Controls are in place to verify device conditions, including 100% verification of marker band placement using calibrated equipment after the swaging process. However, due to inherent limitations of image and video analysis, the root cause could not be definitively found. The complaint was reviewed with the process engineering team, and there is insufficient evidence to confirm a relationship between the reported condition and manufacturing processes. A product history record (phr) review of lot 18397296 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported issue, ¿marker band located on the vessel dilator/filters¿dislodged,¿ was confirmed during the video evaluation; however, a definitive root cause could not be established in the absence of an evaluation of the affected product. Per standard training, users are instructed to inspect devices for signs of damage both prior to and during use, and any device exhibiting damage is not to be utilized. Relevant safety information is provided in the product labeling to inform users of potential risks. According to the instructions for use (IFU), although not intended as a mitigation of risk, ¿if increased resistance is felt upon insertion of the csi, investigate the cause before continuing. If the cause of the resistance cannot be determined and corrected, discontinue the procedure and withdraw the csi.¿ based on the available information and the results of the product analysis, there is no indication that the event was attributable to a deficiency in device design or manufacturing. As such, no corrective or preventive actions are warranted at this time.